Event description:
The complaint is reported as: the device failed to load a clip into the jaws properly and therefore the clip fell off the jaws. There was no consequence to the patient.

Manufacturer narrative:
Product has been received by manufacturer, but investigation is incomplete at this time.